Manufacturer narrative:
Arjo representative visited the customer to collect more information regarding a reported incident. According to the results of the inspection, the hospital staff was unaware which lift and sling were involved in the incident because they were not taken out of service after the reported detachment occurred. To date, no further information has been made available. The customer is unaware which lift and sling were involved in the reported detachment.

Event description:
Arjo was notified about an incident involving a lift and a sling. Hospital representative reported that during initial phase of a transfer from a toilet, when pulling the resident's trousers up, one of the leg clips detached from the lift spreader bar attachment point (lug). No patient's consequences were reported.

Manufacturer narrative:
Arjo was notified about an incident involving an arjo maxi move passive floor lift and a clip sling. Hospital representative reported that during transfer from a toilet, when pulling the patient¿s trousers up, one of the leg clips detached from the lift spreader bar attachment point (lug). Customer stated that the caregivers checked whether the clips were properly attached to the attachment lugs before the transfer began. There was no indication about patient¿s fall or injury. Arjo representative visited the customer to provide a device inspection. No malfunction with the maxi move device was reported. It remains unknown which sling was used during the claimed transfer, because it was not excluded from use. According to limited information collected during arjo technician visit, 12 out of 16 slings in the customer¿s possession had signs of normal wear. To date, no further information has been made available. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Pulling the patient¿s trousers up may have caused the clip to accidentally move upwards and in a consequence to detach. However, due to a limited information provided this hypothesis cannot be confirmed with a certainty. Passive clip sling instruction for use (04.sc.00) guides through transferring procedure and informs the user how to attach the sling properly. ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿make sure that: all clips are securely attached.¿ to sum up, passive floor lift and clip sling were used as a system for a patient transfer when the leg clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint in abundace of caution due to an indication of the clip detachment during transfer.